Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported the sensor has been giving inaccurate readings. Customer's blood glucose was 538 mg/dl and sensor reading was 67 mg/dl, causing the insulin pump to suspend. Customer stated he had all ready removed the sensor, it was slightly arched at the end, no kinks or bends. No further information reported.